Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample was returned for evaluation. In addition, a photo was provided. Upon visual examination of the sample and photo, the spike was not found to be deformed or damaged. The piece of foreign matter described was not present on the spike or returned with the sample. The returned set was tested for occlusion and leakage per specification with passing results. Therefore, the reported defect was not confirmed. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that upon opening the IV set an "extra" piece of plastic on the very tip of the spike was noted. The plastic piece was about the size of the end of a ball point pen. No injury reported.